Manufacturer narrative:
(B)(4). Date of initial report: 01/16/2017. One used lf1537 device was received, and evaluation confirmed the reported issue was confirmed. Visual inspection found the shaft of the device was bent and the knife could be deployed when the jaws were open. Mechanical testing also found the jaws could not be operated with the handle to open or close. The damage shows signs of excessive lateral force to the device during use. This damage allows the knife to advance and prevents operation of the jaws. The investigation identified the root cause of this issue as user mishandling. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process.

Event description:
The customer reported the jaws of the device would not close. Examination of the received device on december 22, 2016 found the knife could be deployed while the jaws are open. This is usually prevented by a device fail-safe mechanism.